Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process. The malfunction code did not recur after the reset, and the customer was instructed to resume insulin use and reconnect their continuous glucose monitor on their own. The customer was advised to contact technical support again if the malfunction code reappeared and confirmed their understanding of this guidance.